Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. The reported event was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history was unable to be performed as the lot information was unavailable. A review of the IFU and training manuals revealed no deficiencies. As reported, during inflation the volume did not fully transfer from inflator to balloon and the valve was partially deployed, they added more volume back into the system and redeployed with no issue. As no abnormalities were reported during device preparation, it is likely the reported issued occurred due to procedural factors. It is likely that prior or during inflation, the stopcock connection was inadvertently mishandled and unsecured the connection to the commander. If the connections along the 3-way stopcock are unsecure, it may prevent all the contrast from inflating the valve. Thus, resulting to the reported inflation difficulty. While a definitive root cause was unable to be determined, available information suggests that use error (device mishandling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Device not returned. Investigation is ongoing h3 other text : device not returned.

Event description:
As reported, during inflation the volume did not fully transfer from inflator to balloon and the valve was partially deployed, they added more volume back into the system and redeployed with no issue.